Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to pre-existing patient anatomy (the big gap and leaflet quality). The reported recurrent mr and hypertension were cascading effect of the reported slda. Additionally, the reported patient effects of mitral regurgitation and hypertension are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 2199 was removed, and code 4614 was added.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, dilated left atrium and big gap for a mitraclip procedure. During the procedure, mitraclip ntw was implanted on the centro lateral position and mitraclip nt was implanted on the centro medial position successfully. The final mr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that a single leaflet device attachment (slda) occurred for mitraclip nt. Mr was grade 3-4 after slda and clip was no longer attached to anterior leaflet and patient had pulmonary hypertension (pht).